Event description:
It was reported by the patient's legal representative that the patient underwent a hip replacement on (B)(6) 2014. Revision procedure was performed on (B)(6) 2013 due to pain and elevated metal ion levels. This report is based on allegations set forth in patients notice and the allegations there in are unverified.

Manufacturer narrative:
No product has been returned. Current information is insufficient to permit a conclusion as to the cause of the event. No further complications have been reported. This report is based on allegations set forth in patients notice and the allegations there in are unverified. This is 2 of 2 medwatch reports filed for the same event. See also: 3002806535-2014-00309.